Event description:
It was reported that, after the implant procedure of this right ventricular lead. The patient experienced chest pain. A computed tomography (CT) scan was performed and it was revealed the presence of pneumothorax on the patient. It is suspected that this was due to subclavian puncture during the insertion of the lead. The patient was transferred to the pneumology department and remains hospitalized. At this time, this lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the issue was able to be resolved and the patient is doing well.